Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Corrected data: h6 - device code 1494: off-label use (acd < 2.8mm) should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1,-18.0/2.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients leftt eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.